Event description:
It was reported that the stimulation was turning off. It occurred twice over the last couple of day prior to the report. The symptoms occurred following a position change. The first time, the patient sat upright and tight against a pew at church and the implantable neurostimulator (ins) shut off. The second time, the patient was sitting in a restaurant booth and the ins shut off again. Movement caused stimulation changes. It was reported that the patient programmer verified that the ins was off. Recharging had been normal. There were no problems associated with the issue, and it did not recur after these two events. The patient was going to continue to monitor and contact his physician if the issue recurred. No intervention was provide.